Event description:
It was reported on (B)(4) 2013 that the vns patient had passed away. The reporter indicated that he was unable to divulge any patient information. The patient¿s vns was explanted after the patient¿s death. The physician later stated that he has not seen this patient since 2004 and does not know the relationship of the patient¿s death to vns. He did not provide the cause of the patient¿s death or any further information. It was stated that the explanted vns would be returned to the manufacturer for product analysis but it has not been received to date.

Event description:
On (B)(6) 2013 the explanted lead and generator were returned to the manufacturer for product analysis. Product analysis is still underway and has not yet been completed.

Event description:
On (B)(4) 2013 product analysis was completed on the explanted lead. The lead connector has what appears to be a bump in the vicinity of the boot end. The outer diameter of the large o-ring boot was measured at the bump location measuring 0.142 inches. The measurement is out of tolerance (max: (B)(4)). No obvious adverse effect was identified on the device performance as a result of this condition. Since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observation and typical wear and explant related observations, no other anomalies were identified in the returned lead portion. The lead assembly has remnants of what appear to be dry body fluids/betadine solution inside the inner silicone tubing. No obvious point of entrance was noted other than the cut end of the returned lead portion. Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. Product analysis was completed on the generator. In the product analysis lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.